Event description:
The performance data was evaluated. The allegation was confirmed as no audio output. The probable cause of no audio output could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
B5: describe event or problem - additionalh2: if follow-up, what type - additional informationh6: adverse event problem - additional

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no alert/notification occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. H2: type of follow up - additional information. H6: additional information. H11: additional information.

Event description:
It was reported that no alert/notification occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. The performance data was evaluated. The allegation was confirmed as no audio output. The probable cause of no audio output could not be determined. No injury or medical intervention was reported.